Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that ¿a 10 fold programming error¿ occurred as guardrails soft minimum alert was ¿overridden leading to suboptimal¿ heparin dosing. The user programmed the infusion as 10units/hr. And overrode the soft minimum alert of 1,000units/hr. There was patient involvement, but no harm. The customer is requesting bd to enhance the product by applying hard minimum limits to prevent users for overriding doses below the limit.